Event description:
It was reported that original surgery was in early 2007. Revision surgery in 2008 to decompress l5/s1 and extend dynesys from l4/5 to l5/s1. After exposing the left side of l4/5 a grossly loose left l5 7.2x50mm pedicle screw was found. The screw was easily removed using the lis anti-torque. Pedicle integrity was felt with a ball tip pedicle sound. Screw was replaced with an 8.0x50mm ha screw. No further complications with surgery or to patient. Both surgeries were performed by dr.